Manufacturer narrative:
The reported event of an inverted sheath tip was confirmed. Gross morphological examination revealed the sheath tip was inverted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined.

Event description:
This event is being conservatively reported for the patient's hemodynamic changes that occurred during implantation of the occluder. On (B)(6) 2021, a 10/12 patent ductus arteriosus (pda) device was selected for procedure. The device was used with the 7fr delivery system. During device preparation, the sheath was fine. When the device was positioned on the pda for closure, the hemodynamics of the patient changed and the patient became unstable on retrieval while the user tried to reposition the device, the device would not pull into the 7fr sheath. The effort was attempted 4 to 5 times with lots of resistance at the tip of the sheath. The 7fr delivery sheath was then exchanged for a bigger sheath, a 8fr. The user reports the tip of the sheath was deformed reporting the tip of the sheath (light blue part) appeared inverted and concluded it was the reason for the resistance. The device did pull into the 8 fr delivery sheath however the 8fr sheaths tip also became deformed. While retrieving the device, the patient remained stable.